Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator tip was blunt. Microscopic examination confirmed the damage. The appearance of the defect seems consistent with a faulty tipping process during manufacturing. The dilator length measured 3 5/8", which is within the specification limits of 3 5/16" - 3 13/16" per the dilator graphic. The dilator inner diameter at the distal and proximal end measured .059", which is not within the specification limits of 0.036" - 0.038" per the dilator graphic. The dilator outer diameter measured 0.1067" , which is within the specification limits of 0.105" - 0.107" per the dilator graphic. A device history record review was performed, and no relevant findings were identified. The report of a blunt dilator was confirmed through investigation of the returned sample. Visual analysis revealed that the dilator tip was completely blunt. The appearance of the defect seems consistent with damage due to a faulty tipping process during manufacturing. Based on the customer report, sample received, and comments from the manufacturing site, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user found the dilator tip was not tapered during use. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the user found the dilator tip was not tapered during use. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the user found the dilator tip was not tapered during use. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".